Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke and a piece migrated to right ventricle. It further reported that the port catheter was replaced. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a complete DHR review could be performed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: four radiographic images of a port and catheter were returned for evaluation. An image review by bryan vogel, rt (r) arrt was performed. The investigation is confirmed for a complete subcutaneous catheter break, as the image review confirmed a detached proximal segment from a port-a-cath catheter. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that the port catheter broke and a piece migrated to right ventricle. It further reported that the catheter was replaced. The patient status is unknown.